Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the proximal section of the stent was damaged, with stent struts were lifted, distorted and misaligned. The undamaged distal section of the crimped stent od(outer diameter) was measured and the result is within the maximum crimped stent profile measurement. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found no kinks along the hypotube shaft profile. A visual and tactile examination of the outer and mid-shaft section found an extrusion kink 95mm proximal to port entry site. The bi-component bond showed no signs of damage or strain. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid to distal left anterior descending (lad) artery. The device was prepared properly. A 2.25x16mm synergy¿ drug-eluting stent was advanced to treat lesion. However, during device delivery, the stent struts were lifted. The procedure was not completed due to unavailability of the same device. No patient complications were reported and the patient's status was stable .